Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty advancing a stent and dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on an 90% stenosed, 22mm x 3.0mm, de novo lesion, concentric shaped, located in the mildly calcified left anterior descending artery (lad). After predilitation, a 3.00 x 24 promus element was advanced to the target lesion and deployed. Following stent deployment, a proximal edge dissection was noted. It was noted that significant resistance occurred while advancing the device. To cover the edge dissection, a 2.75 x 24 promus element was deployed. The procedure was completed without issue or patient injury. The patient was stable and responding well to medicines.